Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose levels in the 380-400's (mg/dl) range in the morning. Reportedly, the customer did not deliver a bolus overnight. To address the blood glucose level, the customer delivered a correction bolus. The customer declined to perform troubleshooting on the reported event with tandem technical support.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the customer was concerned that the insulin gauge was decreasing faster than intended.